Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that she came in contact with a ¿pulse magnetic device¿ that her mother was using. The patient stated her mother asked her to try out the device so the patient placed it on her stomach. The patient stated at that moment, the patient physically ¿felt¿ therapy/implantable neurostimulator (ins) turn off. The patient stated she confirmed that stimulation was off by using the patient programmer and attempting to increase stimulation, but could not increase stimulation and saw the warning screen asking patient to turn therapy on. The patient stated she was so used to the stimulation that she doesn¿t really notice stimulation other than the pulse she felt in her toes. The patient stated she was not sure it was safe to turn the ins/therapy back on. The patient turned therapy back on and increased stimulation, at that point the patient made a screaming noise and stated ¿it felt weird¿ and that it did not feel like it was in the same spot she normally felt stimulation. The patient turned the therapy off. The patient made an appointment with the hcp on (B)(6).the patient noted the change in therapy was sudden. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.